Event description:
It was reported that hairs were found inside the package of power PICC. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a foreign material within the kit was confirmed and appears to be manufacturing related. A photograph of a 4fr s/l powerpicc catheter kit was returned for evaluation. Only a section of the package was within the frame of the photograph, but it appeared that the kit seals were intact. Near the distal end of the catheter, within the packaging, a foreign material was observed. The foreign material appeared to be a wavy dark fiber. Manufacturing controls are in place to mitigate the occurrence of this type of failure. Bd is working closely with manufacturing to help prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq4693 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that hairs were found inside the package of power PICC. No other information was provided.